Event description:
Information received by medtronic indicated that the insulin pump had an insert battery alarm around every 20 minutes after the battery change. Troubleshooting was performed and the pump had a rattling sound when shaken. The customer had run a self-test on the pump and passed. No harm requiring medical intervention was reported. The customer will discontinue using the device and it will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with a blank display after battery installation. The pump was cut open to perform a visual inspection. Found the j7 plug (primary power) was slightly dislodged from the connector on pcba 1. Seated the j7 plug properly onto the connector on pcba. The pump then powered up properly which verified this as the root cause of the blank display (unexpected battery power loss). The pump then passed the self test, sleep current measurement, active current measurement, and displacement test. Successfully download the trace and history files utilizing thump. No loose components, physical damage, or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor during a physical inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Blank display (unexpected battery power loss) is confirmed due to the primary power plug/connector not being plugged in properly. Unexpected rattling noise when the pump is shaken is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.